Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2015-21056. Reference MFR. Report: 1627487-2015-21057. The patient ((B)(6)) received four leads located in the lumbar region. At this time, only three leads with unique lot numbers are known. It was reported the patient experienced ineffective and painful stimulation. Invalid impedances were noted on multiple electrode contacts, in addition to auto-reduction. Troubleshooting via reprogramming was unsuccessful as the patient experienced increased pain in the lumbar spine. It was reported the patient will undergo a lumbar fusion procedure in the future, and the physician desires to have an MRI performed. As a result, a system explant is being considered.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.